Event description:
Cordis recently determined that labeling of the inner pouch of catalog number 436-3022l, lot 50005345 is incorrect. The carton label - is incorrect in all aspects, correctly matching the 3.0 mm balloon catheter inside. However, the inner pouch label incorrectly states the catalog number as 436-2022l (should be 436-3022l), incorrectly states the balloon expanded diameter as 2.0 mm (should be 3.0 mm), and incorrectly states the shaft diameter as 3.6f (should be 3.9f). All other aspects of the labeling are correct, including the lot number. No patient injuries have been reported as a result of this labeling discrepancy. For details refer to attached field safety notice.

Manufacturer narrative:
Scar report and field recall notice attached. See scanned pages.